Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the keypad of insulin pump was unresponsive. The customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump p-cap / reservoir locked properly in place. Insulin pump received with scratched case, pillowing keypad overlay, and label damage. Insulin pump received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Insulin pump properly tested with displacement test. No button error alarm noted upon testing however, insulin pump alarmed hardware low level alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly.